Event description:
On 14th july 2025, biocomposites ltd received an email complaint from a customer that they have observed cases of hypercalcaemia in patients implanted with stimulant. They did not provide any further information relating to the incidents or the specific product used and a request for further information has been made to the customer.

Event description:
On (B)(6) 2025, biocomposites ltd received an email complaint from a customer that they have observed cases of hypercalcaemia in patients implanted with stimulan. They did not provide any further information relating to the incidents or the specific product used and a request for further information has been made to the customer. Despite multiple attempts to obtain further information, none has been provided.